Event description:
I was prompted to contact you because of an article in the ny times on 4/17/23 written by (B)(6). She emailed me with this contact website. I had cool sculpting done at a dermatologist¿s office, dr. (B)(6), in (B)(6). I didn't want to go to a "spa" where the treatment was done by a young girl who attended a training class. I wanted to make sure it was some place I trusted. I had the procedure done on (B)(6) 2016. The fat froze like a hardened "inner tube" around my waist. It burned like a fire ant belt for about 2 weeks and medication did not help. I thought I would die or go insane from the agony. When there was no results of "magic fat melting" by (B)(6) 2017, dr. (B)(6) said I would need liposuction. On (B)(6) 2017, I had liposuction, the most horrid procedure one could imagine. I would never voluntarily put myself through that if I wasn't in a desperate situation. I couldn't get pants closed over the frozen fat. At the time I was 146 lbs and 5'6". Not obese but now I am left with irregular rolls of skin and no waistline. The dr said that the skin would have to be surgically removed costing 10's of thousands of dollars which I could not afford. Advertising makes you believe cool sculpting is a simple in office procedure that improves your appearance. Wish I had my old body back and never started with these procedures. I think the public is being misled and the practice of freezing fat is a terrible idea. I'm not a fashion model that can sue and collect millions like the recent story about linda evangelista, but I think something should be done about this practice.